Event description:
Heparin infusion started as ordered. Several hours later the pump alarmed "air". Nursing removed tubing to clear air and was interrupted to care for patient in another room. When returning to the patient, the nurse found the clamp was off and heparin bag nearly empty. Physician notified, heparin and integrilin discontinued. Increased monitoring of patient required.